Manufacturer narrative:
The pump was tested with the testing protocols for infusion parameter error. The pump's event log was pulled as part of the investigation and upon review it was noted that there was no evidence of a change in parameters during each infusion found in the event log, as reported by the end user. There is evidence of the pump's rate changing, but only when new parameters were intentionally set on the pump. The review of the event log did highlight several abrupt power offs found in the log. An abrupt power off can be seen on the event line 256 by the "log_event_on" code without an "log_event_off" code before it:. A 10 ml infusion was ran on the pump instead of a 100 ml infusion, resuming the pump's current parameters with a vtbi of 10 ml with a rate of 0.1 ml per hour. The infusion immediately began to alarm "firmware error" and upon pressing the "run/stop" button the pump powered off completely, confirming what was found in the event log. The pump was turned back on and the infusion began successfully completed. The pump's rate was set to .1 ml per hour, but the bolus was set to .5 ml per hour, which could have been the speed change reported by the customer. The pump's bolus function worked normally and the pump was able to go back to its current rate after each bolus was infused. It was also noted that the pump's plastic hook around the metal bar has been broken off of the pump, and that the label with the pump's model information is virtually erased off and unreadable. Reported issue not found, device not performing to specification. This complaint has been reviewed, evaluated, and determined to be a part of a CAPA.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. There is a previous complaint: (B)(4)., on the device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional infomation becomes available.

Event description:
Patient working on her srr where her basal rate changed from 0.2 to 0.5 without her changing pump settings.